Event description:
The reporter contacted animas on (B)(6) 2014 alleging the up arrow, down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On examination, the audio bolus button cover was found to have a tear in the center. On testing, the audio bolus button was responsive. The button keypad was intact without damage. On investigation, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of button contact contamination. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump affecting the keypad flex cable and the connector. Unrelated to the original complaint, investigation revealed a cold solder connection on the continuous glucose monitoring board pin. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).